Event description:
As reported by the sales rep per the user facility: reports occurred in picu. Dopamine infusing and got continuous bag empty alarms and through the total time of the alarm periods, the child's blood pressure dropped and a bolus was needed due to the infusion interruption. Customer did not save sets. Additional information provided by the facility indicated the child suffered no additional adverse sequela associated with the incident. It was reported there have been no other incidents of this nature to date with the reported set.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated. Without the sample a through evaluation could not be performed. Although the actual device in the incident was not returned for evaluation, the house retained samples were subjected to a pump functionality test. Both samples were tested with the pump operating at an occlusion limit setting of 300mmhg and at 500mmhg. One of the retained samples did not pass the pump functionality test and alarmed with "bag empty" at 500mmhg. This investigation is ongoing at this time. A follow-up report will be sent if any additional information becomes available.